Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrodes) has been evaluated. Upon investigation it was found that a migrating pulse wire in the cable connecting ECG "c" and "d" was cutting into the electrode belt discharge wire. In addition, a review of the patient's ecgs suggested an intermittent fall-off failure in the field. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode and adjust belt messages.